Event description:
The account alleges the 12f introducer fell apart while removing the device from the wire from within the patient. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was found to be fractured; however, the root cause could not be established. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.